Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced occlusion at infusion site and had high blood glucose level (558 mg/dl) which was treated with pump on (B)(6) 2026. The patient has faced more than one occlusion event.